Event description:
It was reported that during a cryo ablation procedure, the temperature dropped more quickly than expected while the main injection valve opened. The balloon was repositioned without resolution. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter afapro28 of lot number 20305 and the data files were returned and analyzed. The reported temperature dropping issue was observed in log/data/multimedia files. One patient file(s) received and recorded on the reported date of the event. The patient file showed four applications were performed using balloon catheter identified as afapro28 of lot number 20305. The patient file showed 16 applications were performed using the second balloon catheter identified as afapro28 of lot number 37178. The patient file did not show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow), using catheter identified as afapro28 of lot number 20305. Showed pressure is tracking preset pressure and flow readings are as expected. However, the temperature profile is unexpected (temperature reached -73 degrees celsius) during ablation at application #2,3,4. Visual inspection was carried out, no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius). The inflation, ablation, and thawing phases were completed. No console system notices were generated. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the reported temperature dropping faster than expected was confirmed through data analysis and the balloon catheter failed the return product inspection due to an injection tube fracture/tear observed at the balloon segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.